Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing ineffective therapy due to the ipg being defective. It was also noted that the patient was having difficulty maintaining a charge to the ipg. The patient underwent a replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The ipg will not be returned. No further information has been obtained despite good faith efforts.